Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the graft was bunching and stuck inside the mesher; various components were damaged/worn and the device was out of calibration. The side plates, comb, carrier guide, and various other parts were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on (B)(6) 2024, the skin graft mesher bunched the skin graft inside the mesher. The graft was removed without harm and proceeded to finish the case with an alternate device. There was no patient impact or involvement. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.